Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions; failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc. After 0.6ml of product was injected, the plunger "pulled." Practically half of the syringe was lost. The "closing of the luer" was broken. There was no impact to the patient but an impact to the final treatment result.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc. After 0.6ml of product was injected, the plunger "pulled." Practically half of the syringe was lost. The "closing of the luer" was broken. There was no impact to the patient but an impact to the final treatment result.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed.